Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer was wearing the pump under their shirt, and had to wipe moisture off the pump vents. Customer was able to clear the alarm and resume insulin delivery. Subsequently, the customer reported an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units and, 12 hours later, the insulin gauge decreased to 125 units. The customer's blood glucose level was 200 mg/dl. Review of the pump data logs by tandem technical support confirmed the pump data logs. During a follow-up call on 4/14/2017, the customer reported that a new cartridge had been loaded successfully and the pump displayed an accurate fill estimate.

Manufacturer narrative:
The failure investigation has been completed and the alleged fill estimate issue was verified.